Event description:
The reporter indicated the surgeon vticmo 12.6mm implantable collamer lens tore during delivery into the patient's right eye. The lens was removed and no patient injury reported.

Manufacturer narrative:
Evaluation method - lens work order search. Results - visual inspection of the returned product showed a haptic and the optic was torn and the lens was returned dry. A lens work order search was performed and there were no similar complaints found. Conclusion - based on the complaint information, lens work order search and product evaluation, the most probable cause of lens tearing during injection is user or technical error. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. Pt weight: unk. (B)(4).